Manufacturer narrative:
(B)(4).

Event description:
It was reported that auto mode switch episodes were observed due to competitive atrial pacing during a follow-up in clinic. Programming changes were made. The asymptomatic patient will be followed up normally.